Manufacturer narrative:
Retainer ring = black. Customer returned the insulin pump for an alleged unexpected battery power loss or keypad unresponsive or button error alarm found on (B)(6) 2021. The insulin pump passed the displacement test, active current test, sleep current test and self test. All buttons function properly. No unexpected battery power loss alarm or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected battery power loss alarm or stuck button error alarm found in the history files or traces for the event date (B)(6) 2021. The insulin pump was cut open to perform visual inspection and found moisture damage on the keypad connector (j1) on electrical board 1. The j1 connector on electrical board 1 was locked properly during visual inspection. The insulin pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Unexpected battery power loss or keypad unresponsive or button error alarm was not confirmed. Cosmetic damage found on the back of the insulin pump case. Moisture damage found inside keypad connector on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the buttons were unresponsive. Customer stated that the insulin pump did not gave low battery alert prior to replace battery alert. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.